Event description:
It was reported that the patient's vns battery was depleted and the patient was hospitalized. Two different vns programming systems were unable to interrogate the patient's generator. The patient's generator was replaced due to battery depletion. The attending physician at the hospital indicated that the cause for hospitalization was that the patient was seizing. She said that the depleted battery may have caused the patient to seize. The manufacturer's battery life calculator was not able to verify battery depletion based on the available programming history. Return of the explanted generator is not expected. No further relevant information has been received to date.